Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported via call report from the rn to the clinical support specialist (css) that the intra-aortic balloon (iab) was inserted post arrest in the cath lab. The fiberoptix (fos) cable became entangled during insertion, but connected and properly zeroed prior to insertion with a good arterial pressure (ap) waveform. After arrival to the cardiac intensive care unit in order to have enough cable to position the pump, they removed the fos slide and cal key, untangled the line and reconnected it to the pump. After the reconnection, the light bulb was black, no audible tones were noted and no fos ap waveform present. This reconnection was attempted several times with no change. The radial ap waveform was used as the source for the pump. Shortly after the display screen went "white and or black" they attempted to disconnect and reconnect the umbilical cable, with no change, so the pump was exchanged for a second pump ((B)(4)). The pump had continued to pump so therapy was not interrupted. The pump that was removed is currently in clinical engineering for examination. The css had the rn check the fos status on the second pump. The light bulb is currently black, the fos status codes are ll (low light), ck (cal key missing), re (ratiometric error), pl (outside pressure limit). The rn attempted disconnect and reconnect again with no change or audible tones. The radial ap sources was in use and the pump was achieving the goals of therapy. The rn has flagged this iabp for return to the company when removed from the pt. The css reviewed troubleshooting methods for the fos and umbilical cable connection with the rn.